Event description:
The customer alleges the caregiver did not realize the patient was in v-tach due to several other alarms occurring at the same time. The caregiver became aware of the patient's condition via alarms occurring at the bedside. The patient could be reanimated.